Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were observed on the lead. The electrical function of the lead was observed and tested and, no anomalies were detected. Patient will continue to be monitored with routine follow-ups.